Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Basal-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and suspend insulin delivery if for any reason the cgm is not functioning properly. The information provided regarding the event is insufficient for dexcom to perform an evaluation of cgm sensor/transmitter data; therefore, an evaluation is unable to be performed for this event.

Event description:
It was reported that the basal-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 39 mg/dl, and the meter bg reading was 415 mg/dl. Bg was addressed via a correction bolus. System check with technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
Data analsys summary: no data related to issue was provided. Complaint investigation summary: the complaint states that ¿cgm accuracy¿ was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.